Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they just got a replacement insulin pump and her blood glucose level went from 92 mg/dl to 508 mg/dl. The customer corrected the high blood glucose with a manual injection. The customer was off the replacement insulin pump and went back to her old insulin pump. The customer did a 5.0 unit fix prime test but insulin did not exit. Troubleshooting was stopped and the customer wanted the insulin pump replaced.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Installed a water filled reservoir, programmed device with multiple boluses and delivered. Observed liquid exited the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. No bolus or delivery anomalies noted during testing. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.